Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, arrhythmia alarms) was confirmed due to the electrode belt's j704 connector being pulled off from the distribution node pca board. Upon investigation, the electrode belt was unable to complete a fall-off test. The root cause for the damaged cable was excessive force. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.